Event description:
It was reported while using the therapy cool path duo catheter during a left ventricular tachycardia ablation procedure the pt developed a cardiac tamponade. The physician was using a therapy cool path duo catheter with a stockert generator to perform ablation. Five to ten seconds after increasing the watts during ablation the generator power displayed 72 watts although the power setting was at 40 watts. This occurred twice during ablation. Twenty minutes later, the pt developed chest pain and cardiac tamponade was noted. The ablation procedure was stopped, a pericardiocentesis was performed and the pt stabilized. The physician is uncertain whether the generator function or the ablation catheter attributed to the cardiac tamponade.

Manufacturer narrative:
Device evaluated by manufacturer - one cool path duo catheter was received for eval. Visual inspection revealed the shaft to have a wavy appearance. Functional testing of the device confirmed the catheter passed continuity, resistance and EKG testing. Steering force to create a curve was within specification criteria. The catheter also successfully passed the pressure drop and ablation simulation test. Microscopic eval of the tip of the catheter revealed no occlusion. The thermal system of the device was verified and no issue was noted. The catheter met all functional inspection criteria. The wavy appearance of the catheter did not affect the function of the catheter. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification of the perforation is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.